Event description:
It was reported that during the implant procedure, the seal at the lead tip was punctured likely due to cutting of stylet and forcing down lead. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) upon analysis, it was reported that the electrode tip was damaged, and there was blood in/on the distal conductor (non-obstructing). It was determined that the damage was caused at implant.